Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the xience 3.5 x 28 was deployed in the mid right coronary artery at 14 atm. During post dilation of the stent an edge dissection was noted, which required treatment with an additional stent to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.